Event description:
It was reported to boston scientific corporation, that in 2007, a hydrothermablator procedure set was used during a hydrothermal ablation procedure in a female patient. According to the complainant, " the physician determined that there was a patient burn and aborted the case. The patient received a vaginal burn about 6 minutes into the ablation. The patient's legs flexed and fluid escaped from the uterus and the hta alarm automatically stopped the fluid flow." The severity of the burn is unknown. The procedure was aborted and the patient was treated with silvadene cream. " the physician stated that the hta machine worked properly."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; therefore, the cause of the reported malfunction is undetermined.